Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 29 mg/dl and their sensor glucose read 80 mg/dl. The customer reported another incident where their blood glucose was 220 mg/dl and their sensor glucose was 370 mg/dl. The customer reported treating their blood glucose with food and juice. The customer also reported there were no bent cannulas on their previous sensors. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.